Event description:
It was reported via repair work order that the power load system would not indicate that the cot was locked in due to a damaged foot end fastener assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.